Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, it failed to cross the lesion and the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was punctured, buckled, and prolapsed. Product analysis confirmed the reported burst, as the damages found in analysis would prevent the device from inflation to rated burst pressure, nor would it maintain pressure as there was a puncture in the guidewire lumen. The damage is indicative to an interaction with a guidewire. Failure to load onto a guidewire successfully would prevent the device from further advancement. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, it failed to cross the lesion and the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.